Event description:
It was reported that the user facility had a re-bleed after a tonsillectomy. No further procedure complications were reported. No additional patient complications were reported as a result of this event.